Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post lead implant, the patient was diagnosed with a cardiac perforation. The patient was dyspneic and loss of atrial capture was observed. A device interrogation was performed and lead dislodgement was suspected. A small pericardial effusion was noted on echocardiogram as well as small bilateral pleural effusions and bibasilar atelectosis on chest xray. The lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.